Event description:
It was reported that the following issue was observed on the device: ¿broken cases and handle.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿the front case, rear case, and the left half of the handle were all showing cracks. I replaced the front and rear cases with new ones, but I don't have any new handles right now. To compensate, I took some intact ones from a unit that is being sent out for repair. So the handles are fixed on this unit, but they aren't new. The right iui connector was corroded, so I replaced that with a new one as well. I recalibrated the unit, and ran it through all of its pm tests, with problems.¿ reported problem cause description: "incidental.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.